Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut into two large portions, typical of damage created during removal from the eye. The posterior optic surface of one portion had a deep gouge mark with smaller gouges and cracked damage. The damaged area was located between the optic center and the optic edge. The other optic portion has a line of cracked damage near the posterior optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into pieces, typical of damage created during removal from the eye. Optic gouge damage and cracked damage was also observed. It is unknown if the observed additional optic damage occurred during delivery or during the lens removal. Each lens was subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The file indicated that the company (1.00 cyl.) 23.0 diopter (1.5 extended depth of focus) lens was removed and replaced. The replacement lens information was not provided. The reporting facility has not provided any further information. File will be reopened if new information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced light scattering and discomfort post surgery. The iol was exchanged for another unspecified lens model, 1 week following the initial implant procedure.